Event description:
It was reported that the patient turned her neurostimulator off in (B)(6) 2011 and had not recharged it since. On (B)(6) 2011, it was not possible to interrogate the device with the clinician programmer or the recharger. A manufacturer representative attempted to get the battery out of "deep discharge" with two different rechargers without success. Additional information received reported no contact could be made with the neurostimulator despite attempting a physician mode recharge. Measuring impedances was not possible. It was also noted that while the patient was at the airport on holiday she was checked with a "security scanner" directly over the neurostimulator. The patient was in a lot of pain. It was noted that stimulation was not the same with the implanted device as it had been during the test phase. The patient was going to determine if she wanted to undergo a revision and try another neurostimulator.

Manufacturer narrative:
Final analysis of the stimulator revealed the battery had reduced capacity due to overdischarge. Ins was received with no telemetry on (B)(4) 2013. According to the trace report, the last recharge session performed was on (B)(6) 2011. The ins went into lock mode on (B)(6) 2011 and remained locked until a physician mode recharge was performed in the analysis lab. Final analysis of the lead revealed the lead body was cut through and the product was segmented.

Event description:
Additional information indicated that the device had been explanted.

Manufacturer narrative:
Recharger: 37752 serial# (B)(4).

Manufacturer narrative:
(B)(4).